Event description:
The customer reported the sedline (psi) number is dropping out and not showing on the screen. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The module was functionally tested. The module communicated with the root but did not obtain measurement due to high impedance that was detected on channel r2. Internal inspection revealed the sensor connector r2 channel pin was broken away at the solder point. Customer complaint duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event. Device manufacturer date was updated from "05/11/2018" to "07/13/2017." Additional manufacturer narrative was updated from ¿a service history record review reveals that this unit was in the field for over eleven (11) month with no previous reported issues prior to this reported event" to ¿a service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event".

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The module was functionally tested. The module communicated with the root but did not obtain measurement due to high impedance that was detected on channel r2. Internal inspection revealed the sensor connector r2 channel pin was broken away at the solder point. Customer complaint duplicated. A service history record review reveals that this unit was in the field for over eleven (11) month with no previous reported issues prior to this reported event. Model # was corrected from 9513 to 24295.

Event description:
The customer reported the sedline (psi) number is dropping out and not showing on the screen. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sedline (psi) number is dropping out and not showing on the screen. No patient impact or consequences were reported.